Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic nissen procedure, the handle of the device was sticking and, when unloading, the black release button broke off. A new handle was opened to complete the case. There was no injury to the patient. Additional information has been requested but not yet received.

Manufacturer narrative:
Report for (B)(4). Post marketing vigilance (pmv) received one device. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Witness marks on the bevel wall were observed for the instrument. No sheering was observed on the toggle switches of instrument. The instrument was then loaded with a needle from the post marketing vigilance (pmv) inventory and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. The instrument was found to function properly and each needle remained intact. No difficulty was experienced in loading, unloading, or toggling the needle. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.